Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 surgical procedure - l4-l5 decompression <(>&<)> discectomy, bilateral posterior lumbar interbody fusion, bilateral pedicle screw fusion (B)(6) 2012 through (B)(6) 2013 ongoing pain management (B)(6) 2012 MRI impression: there has been a previous bilateral laminectomy l3-4 and l4-l5. There is moderate central canal stenosis l2-l3 and l4-l5. There is multilevel facet joint arthritic change. Compared to previous examination of (B)(6) 2010, the findings are not significantly changed. On (B)(6) 2012 diagnostic bilateral l3-4 transforaminal epidural steroid injection. On (B)(6) 2012 emg impression: the inability to elicit sensory responses of three of the four nerves with some latency and velocity abnormalities within the fourth sensory nerve are suggestive of some underlying diffuse sensory neuropathy. The relative reduction of the right peroneal amplitude and the absolute reduction of the right tibial motor amplitude with temporal dispersal are less likely be on a diffuse peripheral motor basis than they are on a possible right l5-sl root basis. The peroneal and tibial f-wave latencies are mildly prolonged or borderline and both h-reflex latencies are prolonged again suggesting possibility of right l5 and bilateral s1 radiculopathies. The emg shows reinnervative activity on the right that encompasses l4, l5, and s1 and on the left encompasses predominantly s1. There is no clear evidence of sciatic neuropathy. (B)(6) 2012 bilateral lower extremity venous ultrasound impression: no evidence of deep venous thrombosis on either lower extremity. Small baker's cyst in the left popliteal fossa. On (B)(6) 2012 diagnostic bilateral l2-3 transforaminal epidural steroid injection. On (B)(6) 2012 therapeutic bilateral l2-3 transforaminal epidural steroid injection (B)(6) 2013 spinal cord stimulation trial using the advanced bionics system, 16 contact lead.